Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was no longer receiving adequate pain relief with the cervical leads. The patient underwent a lead explant procedure and was doing well postoperatively. The thoracic lead is still implanted, and remaining system is in good working condition. The explanted leads were discarded by the medical facility.